Event description:
The internal investigation of a customer complaint (B)(4) identified an incorrect allele assignment of the dpb1 33:01 allele as a positive reactivity for primer mixes dpb027b and dpb039a. This may cause a mistype result of hla typing. It was discovered that dpb1 ssp unitray 12 tests (catalog # 451606d lot 008 1220578) was affected by the same issue.

Manufacturer narrative:
Device is not implanted/explanted. The internal investigation of (B)(4) determined the root cause of this incident is the incorrect assignment of dpb1 33:01 allele as a positive reactivity for primer mixes dpb027b and dpb039a. Kit documentation for catalog #: 451606d will be updated to change the allele reactivity of the primer mix.